Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative and consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The patient¿s medical history was reported to be chronic pain. It was reported that upon interrogation and routine impedance testing, lead 0-2 was noted to be greater than 10,000 ohms. This electrode did not impact therapy at this time. There were no symptoms. There were no environmental factors or electromagnetic interference (emi) associated. The patient stated that they got some relief from the stimulator and could not live without it. There were no surgeries or planned interventions.